Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the keypad buttons would not respond to program a bolus in the bolus menu. The reporter indicated that the pump was rebooted and the up, down, and ok buttons were not responding to confirm the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigation revealed that there was no visible damage to the keypad. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. The bolus button cover is detached completely from the pump. A damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.